Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged that they received potential false positive results when testing using the cobas® sars-cov-2/influenza a/b assay. The customer reported that they observed sars-cov-2 negative influenza a negative and influenza b positive results for 2 patient samples analyzed on the a cobas liat system (s/n (B)(4)). The 2 patients¿ same sample was repeat tested on a different cobas liat system (s/n not provided) that generated sars-cov-2 negative influenza a negative and influenza b negative results for both of the patients¿ sample. Patient sample collection not provided. The customer confirmed there was no allegation of harm to the patients. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Unknown if analyzer was requested for return. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. From updated information received 6/25/2021 it indicated that this allegation was associated with the cobas® sars-cov-2/influenza a/b assay and not the cobas liat system therefore updated information was applied to sections b5, h10 and the imdrf coding to reflect the updated information. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united kingdom alleged that they received potential false positive results when testing using the cobas® sars-cov-2/influenza a/b assay. The customer reported that they observed sars-cov-2 negative influenza a negative and influenza b positive results for 2 patient samples analyzed on the a cobas liat system (s/n13425). The 2 patients¿ same sample was repeat tested on a different cobas liat system (s/n not provided) that generated sars-cov-2 negative influenza a negative and influenza b negative results for both of the patients¿ sample. Patient sample collection not provided the customer confirmed there was no allegation of harm to the patients. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.